Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi and the symptomatic patient presented with pocket stimulation via merlin.net transmission. Further evaluation in clinic indicated intrinsic rate higher than 67.5b pm (beat per minute). The device restoration was performed successfully. The patient was stable and will continue to be monitored.